Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 163 mg/dl. Customer stated that the pump won't stop trying to push carbs. Customer also stated that the act button does not work and he had to remove the pump. Customer stated that he treated with a shot. Customer reported that the pump keeps scrolling up and that he received a letter from a nurse saying there has been a recall. Customer was advised that the insulin pump will need to be replaced. No additional information provided.